Event description:
A bipap a40 pro device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds. No repairs were performed. The device was scrapped.

Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.